Manufacturer narrative:
The actual device was not available; however, a photograph of the sample and retention samples were provided for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection of the photograph and retention samples was performed with the naked eye and no obvious damage was detected. The retention samples were also gravity tested and functionally tested in the laboratory and the samples were conforming as per product specifications. The reported condition was no verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set had a blockage in the set and was unusable. This event was discovered during setup/preparation and before patient use. There was no patient involvement. No additional information is available.